Manufacturer narrative:
Exemption number e2016004. (B)(4). The information received from (B)(4) is as follows. (B)(4) contacted the dental office to request additional information on october 14, 2016, october 18, 2016, and october 19, 2016. On october 31, 2016, (B)(4) received the information from the dentist, but the dentist did not disclose the patient's weight.

Event description:
On october 20, 2016, nakanishi received an email from a distributor (B)(4) describing a burn to a patient. Details are as follows. 1) on october 12, 2016, (B)(4) was made aware of an unconfirmed patient injury by an (B)(4) sales representative. A dealer representative contacted the (B)(4) representative to inform them his customer had burned the inside cheek of a patient. The dealer representative provided the information of the dental practice and the dentist's name and phone number. (B)(4) immediately contacted the dental office. The dental office manager contacted (B)(4) and stated the handpiece " was hot and burned the inside of the patient's cheek tissue." The dental office manager had no other information regarding the patient, the handpiece name, or the handpiece serial number. (B)(4) contacted the dental office to obtain more information and the (B)(4) patient information form was immediately forwarded to the dental office manager to be completed. 2) on october 31, 2016, (B)(4) received the information from the dentist and the details are as follows. The event occurred on (B)(6) 2016. The dentist stated a crown preparation of #28 tooth was being performed. The patient was under local anesthesia. No abnormality or malfunction was observed by the dentist prior to use. The dentist noticed that the right buccal mucosa turned white in color, a 1st degree burn. Treatment was administered by the dentist - one 4 oz. Bottle of panex chlorhexidine gluconate rinse was provided for the patient to use at home, and the rinse was used during the procedure. A follow up was scheduled for october 24, 2016, and the injury was healing normally. According to the dentist, no further follow up was required.

Manufacturer narrative:
Upon receiving the device involved in the adverse event, nakanishi conducted a failure analysis of the returned device: methodology used: a) nakanishi examined the device history record including repair records for the subject x95l device (serial number cbe30999). There were no problems observed during the manufacturing or testing noted in the DHR. B) nakanishi conducted a visual inspection of the returned device and performed a simple movement test. - nakanishi set a test bur in the handpiece and rotated it by hand. Nakanishi observed rotational resistance. - nakanishi did not observe any damage on the exterior. C) investigation of overheating c.1) temperature sensors were first attached to the exterior of the device at various test points (i.e., most proximal to the patient, testing point (1), and along points further towards the distal end of the device, testing points (2) through (4)). The test was set up to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. C.2) nakanishi attached a thermocouple (sensor to measure a temperature) to each testing point. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, without any load, and measured the exothermic situation. C.3) nakanishi measured the temperature rise of the returned handpiece at 200,000 rpm (motor revolution 40,000 rpm). There was no abnormal temperature rise during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specification. D) visual inspection of the other parts - nakanishi disassembled the handpiece and performed a visual inspection of the other parts. - nakanishi did not observe any damage or wear inside the parts. - nakanishi took photographs of all the disassembled parts and kept them in a file. E) conclusion reached based on the investigation and analysis result. E.1) nakanishi did not observe abnormal temperature rise during the test period. E.2) nakanishi confirmed that the handpiece was normal.